Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was an over discharged ins. Patient had long charging period. Patient is caregiver to his wife in hospice and neglected to charge ins for long periods. It was decided to switch to intellis, easier to use and charge. Patient medical history included chronic back pain.